Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on insulin pump. The customer's blood glucose level was 148 mg/dl. The troubleshooting was performed. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump need to be replaced. No further information was reported.